Event description:
It was reported that during implant of the pacemaker system, the right ventricular (rv) pace impedance was 1,000 ohms and then between 1,200 and 1,250 ohms during subsequent testing. Following implant, the patient was in the surgical intensive care unit and there was a complete loss of capture. The patient experienced greater than three seconds of asystole and upon interrogation, the rv pace impedance was greater than 3,000 ohms. A temporary pacemaker was inserted and the rv lead was repositioned from the rv apex to the outflow tract. No connection issue was observed during revision surgery and it was believed that the lead had moved forward as opposed to backing out of position. The day after the revision, the capture threshold was normal and pace impedance was between 700 and 800 ohms. The rv lead remains in service and no additional adverse patient effects were reported.